Manufacturer narrative:
As received a complete lead was returned in one piece. Visual inspection noted the helix was retracted and clogged with blood and body tissue. The lead was then cleaned and the helix mechanism properly extended and retracted the helix. Electrical testing found no anomalies and mechanical testing found helix extension length within specifications. The cause of the reported helix actuation difficulty was isolated to the helix being clogged. The reported helix actuation difficulty was confirmed.

Event description:
During a clinic follow up, it was noted that the right atrial (ra) lead was dislodged and the dislodgment was confirmed via imaging. The ra lead was repositioned, however, the ra lead became dislodged again. The ra lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences reported.